Manufacturer narrative:
H4: since the subject device was manufactured over 15 years ago, its manufacturing record could not be checked. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be determined however, it is likely that the event was caused by a faulty power switch component. The device was purchased in 1995, and there was no record indicating that the switch part was repaired prior to the failure. Thus, the phenomenon may have occurred due to long-term use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a weak connection between the harness and power switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
When preparing for use, the customer reported that it was not possible to turn on the halogen light source. There were no reports of patient harm associated with this event.